Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the customer noticed that the cotton tip was disengaged into the patient's cavity and was then retrieved. Another device was used in order to complete the case. There was no patient injury involved. No additional information was provided. The sales rep will follow-up.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The cotton tip was detached from device with no evidence of adhesive. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a field action and a corrective and preventative action have been initiated for this product which includes this particular lot. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.